Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 129 mg/dl. The customer connected the pump to a power source and the pump turned on. The customer reported that the personal profiles and settings were missing from the pump. Subsequently, the pump was noted to be unresponsive. Reportedly, the customer has an alternate pump available as alternate insulin therapy.